Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer was unable to complete troubleshooting at the time the event was reported; however, the customer stated they would change out all their supplies.